Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized prior to death for an unreported reason. The cause of death was reported as ¿due to unknown cause¿. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.